Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare profesisonal reported "rupture". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on july 12, 2024, with lot number 3013037. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on anterior side assessed as surgical damage. As per the investigation procedure, the missing shell was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare profesisonal reported "rupture". This record is for the left side. Device has been explanted.